Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, when the devices were fired, the clips were not closing and were falling off of device. The case was completed with another device of the same product code. There were no patient consequences reported.